Event description:
A surgeon reports having a pt with poor near vision following intraocular lens (iol) implant surgery. On postoperative day one, the pupil was extremely constricted (1mm) and at one week postoperative, the pupil was still small (2mm). The pt is not unhappy with the results. Additional info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. Product history records could not be reviewed because the reporter did not provide a lens serial#, lot#, or any identification traceable to the mfg documentation. Additional info was requested 07/07/2009, 07/08/2009, 07/10/2009 and 07/21/2009 by email, mail, fax and telephone. A completed questionaire has not been received. This report was mailed to FDA on: 08/05/2009.